Event description:
The customer's mother reported that her son was hospitalized due to high blood glucose and ketones. Customer's blood glucose was 362 mg/dl. Customer was called by school due to patient had high blood glucose, it was 475 mg/dl and had ketones. Customer was placed on IV drip and was administering insulin via the insulin pump. Customer was wearing the insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).